Event description:
One patient with discrepant phenytoin results. Initial result, tested in 2008 gave 27 ug/ml. Same sample repeated four times gave 32, zero twice and in the next day gave 27.6 ug/ml. Erroneous result was reported. No adverse events reported in association with the incorrect results. The field service rep determined a faulty reagent pack to be the cause and noted the photometer lamp was over 15 k. He replaced the pack and photometer lamp. Performance tests were performed.